Event description:
It was reported that in 2009 the lead was repositioned due to lead dislodgement. The lead dislodged again and was explanted and replaced four days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that three lead tines were damaged/missing.